Event description:
Manufacturer's agent called inform system user facility to follow up on fax. The facility reported neonate blood glucose results of 68 mg/dl on the inform system and a lab result of 13 mg/dl within 10 minutes. No adverse event reported. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other : strips not available for return.